Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had noise occurring on the screen display. Inspection and testing of the returned device found that there was a foreign object in the secondary water delivery channel. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that noisy image occurred due to damage to the charge coupled device unit and scope connector. The bending angle in the up direction did not meet standard value due to wear of the angle wire. The distal end was deformed and there were scratches noted throughout the device. The light guide lens had a crack and the objective lens had discoloration. The adhesive around the objective lens was peeled. The scope cylinder was shaved and the control unit had discoloration. The adhesive on the bending section rubber had a chip and the connecting tube coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was was found in the auxiliary water channel, however, the specific material could not be identified and the cause of the material remaining on the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by handling the device in accordance with the following IFU: "[inspection of the endoscope]. 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ¿inspection of the auxiliary water feeding function. 1 attach a syringe containing sterile water or the water tube from a flushing pump to the luer port of the auxiliary water tube. 2 feed water from the syringe or the water tube. 3 confirm that water is emitted from the auxiliary water channel at the distal end of the insertion section.". Olympus will continue to monitor field performance for this device.